Event description:
The surgeon drilled the hole into the patients skull; however, when he went to seat the implant, it would not stay in place. They used their back-up device without incident. No patient injury.